Event description:
Go block ¿ sf continuous peripheral nerve block pump did not delivery the programmed dosage of medication. The pt had poor pain control as a result of the device failure. Dates of use: (B)(6) 2012. Reason for user: pain management.